Event description:
During placement of a vena cava filter, the filter did not deploy properly. The filter did not release and take shape but rather maintained in a compressed shape. The filter, in its collapsed state, migrated to a lung. The filter was found to have become positioned in a location that is not expected to create a problem for the pt. So far, there has been no negative consequence for the pt. The pt refused to have a second filter placement to place a functioning filter. It was felt by the physicians that it would cause more harm than good for the pt to undergo a procedure to remove the dislodged filter. The pt has a life expectancy of approx 6 months or less. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do.